Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule partially opened, visual analysis showed the handle appears intact. The device was received with the deployment knob attached. One tab of the male deployment knob component was observed to be detached. The detached tab was returned with the device. The female deployment knob component is observed to be damaged with stress marks visible. Despite the deployment knob components being damaged the deployment knob appears to retract and advance the capsule. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. On applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components separated at the carriage end. The capsule appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment knob (actuator) separated during prep of the device. The device was returned for analysis and the reported event was confirmed. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while preparing the delivery catheter system (dcs), the deployment knob broke when the capsule was opened and the handle was turned. The dcs was not used. A second dcs was used for implant. No adverse patient effects were reported.